Event description:
Philips received a complaint by the customer on the v60 indicating that device is getting error code 1104 backup alarm failure message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that when device is powered on it is giving vent failed backup alarm. Trouble shot with customer and confirmed error code 1104 backup alarm failure. Informed customer that manufacturer recommends the following: 1. Replace the motor controller printed circuit board assembly (pcba). 2. Replace the cpu pcba. 3. Replace the pm pcba customer requesting part number and price for replacement mc board and cpu. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) and added the option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.